Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing boil under their left nipple and the lifevest irritated the area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician cleaned out the boil and prescribed antibiotics. Outcome of the irritation is unknown.